Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a transfer of blood into the heating circuit of a level 1 hotline system. There was patient involvement.

Manufacturer narrative:
D9: device received on 7/17/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was working properly. The device's o-rings were renewed. There was no known cause of the reported issue. The manufacturer's further investigation into the disposable must be awaited. The device will be returned to the customer once the tests, maintenance work and functional tests have been completed. The investigation will be re-opened if any further information is found.